Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, surgeon used this lens on a patient, but the haptic broke off during implantation, so the haptic was left inside the patient's eye and lens and the second haptic were still stuck in the inserter. The haptic was removed from the patient's eye and a new lens inserted. No issues the first lens was being used by the resident. The trailing haptic was not folded into the taco configuration and was trailing. Not usually a problem, except that it seemed to get wrapped around the blue inserter and instead of coming out of the front with the rest of the iol (in the grooved portion), the haptic was stuck around the back of the blue inserter between the inserter and the inner clear sleeve. It was really jammed / squashed. Surgeon tried to tease it out, but the outer bulb would not come out, and it eventually just broke off and had to cut the iol out of the eye. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6. Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was not returned. Only the device was returned. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.2., a.3.b., d.9., and e.1. The manufacturer internal reference number is: (B)(4).